Manufacturer narrative:
Correction: the procedure should have been on (B)(6) 2018 rather than (B)(6) 2018. Dr. (B)(6) was the initial reporter to the company representative. The initial reporter is a health professional. The initial reporter is a physician

Event description:
New information received noted that the right ventricular lead historically exhibited noise and low pacing impedance. New information also indicated that the lead was cut and partially removed on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Isometrics test was performed and noted that the right ventricular lead exhibited noise. The lead exhibited far-field sensing but noise was not seen in bipolar sensing settings. Lead threshold and impedance were normal. On (B)(6) 2018, the lead was capped and replaced during a pulse generator change procedure. The patient was reported to be in stable condition during and post procedure.